Manufacturer narrative:
(B)(4). Returned meter evaluated with defect found. Test strips not returned for evaluation. Root cause: foreign material on strip connector (blood like substance). Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. (B)(4).

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer's expected results are 110-120mg/dl. Strip expiration date is 05/15/2018 and strip open date is (B)(6) 2015. Strip storage is correct. Reviewed meter memory; (B)(4). Customer is currently taking metformin to manage diabetes.